Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged during cardiac surgery, as confirmed via x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.